Manufacturer narrative:
During evaluation, the cable passed visual inspection; eeprom contents were verified and no problems were observed through this verification; however, failed functional analysis due to broken solder joints on the red and orange conductors inside the rd15 connector. A ¿sensor malf" error message displayed; which would have prevented the unit from being able to engage in monitoring activities.

Event description:
The customer reported cable works intermittently. No known impact or consequence to patient was reported.